Event description:
Additional information was also reported that not only was eol discovered during interrogation of the device, there was noise that was oversensed on the ventricular channel. A revision procedure was performed and the ICD was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Initial interrogation of the device confirmed it had reached eol due to long charge times; the battery voltage was at 3.09 volts. A manual capacitor reformation was performed and the device reverted back to eri with a normal charge time of 7.2 seconds. A second capacitor reformation was performed and the device reverted back to beginning of life (bol) with a normal change time of 6.4 seconds. A review of the stored episodes with electrograms did confirm that there was noise present on the pacing and shock channels. The type of noise is indicative of electromagnetic interference (emi). The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. After reviewing the available information, it was determined that the device behavior observed in the field was a result of exposure of MRI fields while the device was in monitor + therapy mode. During a MRI session, the lead senses emi from the gradient field which is oversensed and the device will attempt to deliver a shock. However, as the device attempts to charge, the strong magnetic fields interfere with this function. Energy is not able to be transferred to the high voltage capacitors and the device cannot complete a charge, resulting in eol being declared. Once the magnetic field is removed, the charge circuitry functions normally and manual capacitor reformations after MRI exposure will return the device to the appropriate battery status.

Manufacturer narrative:
(B)(4). It is unknown if the ICD will be returned for laboratory analysis. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) was involved in a motor vehicle accident and sustained major injuries on the neck and shoulder. There was also some impact on the implanted ICD. The device was interrogated and the battery status was at end of life (eol). Automatic capacitor reformations were performed and the battery status then changed to the elective replacement indicator (eri). A device replacement has been scheduled. No adverse patient effects were reported as a result of the functionality of the ICD.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). The ICD has been received at boston scientific's post market quality assurance laboratory. This report will be updated upon completion of analysis.